Event description:
Started a 22-gauge saline lock in the patient's right hand, noticed a small amount of blood on patient's hand. Upon attempting to flush, noted saline/blood coming out of the top of the housing. Upon further inspection (after removal) found a small break in the housing. Bd nexiva 22gauge 1inch, lot#5133991, expiration: 05/2018. Manufacturer response for bd nexiva IV catheter 22 ga 1.00in, bd nexiva (per site reporter): none yet.